Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; defib conductor found distorted and blood/body fluid observed in several conductors; partial lead in segments returned and analyzed.

Event description:
Sensing difficulty and short v- v intervals were reported. The lead was replaced. No patient complications have been reported as a result of this event.